Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the patient line during drain of peritoneal dialysis therapy. The caregiver (cg) stated that the line disconnected during the night and the hp was unaware of the line disconnected until the alarm sounded. Rts gave cg instructions on how to clear the error. The cg advised they would contact the peritoneal dialysis nurse for further instructions on therapy. The nurse cannot confirm if there were any damage on the transfer set and they cannot confirm if they had, the transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.